Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that shortly after the patient's implant, (B)(6) 2016, he started experiencing depression. The patient said "it wasn¿t working right so they had to shut it off and it was malfunctioning or something" so the patient wanted to have it taken out. The patient reported mental issues and other problems. The patient said "this wasn't the right medication for me, it made me sick and I lost a lot of weight, and they shut off the pump". Per the patient, their healthcare professional (hcp) told them that the original surgeon did like a loop around one of the screws in the patient's lower back, so they never removed the pump and the patient did not know what to do with it. The patient used to have morphine in their pump, but did not know what medication it was changed to. The patient stated that none of the medications worked and they made the patient feel lost and depression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a friend/family member regarding a patient with an implantable intrathecal pump intended to deliver morphine and two other unknown opioids at unknown concentrations/doses, indicated for spinal pain. It was reported that the patient was getting his pump removed on thursday ((B)(6) 2017) because it was not working for him and almost killed him. It was stated that the pump was not compatible with the patient. A sudden change in therapy/symptoms was reported; it was stated that the symptoms began right away once he received the pump in (B)(6) 2016. The patient was forgetful, anxious, wouldn't eat, and developed a tic in his neck. It was stated that the symptoms were due to the opioids. It was also reported that sometime between (B)(6) 2016, the patient had a reaction after a refill and instead of taking care of it, they sent the patient home and he almost died. The caller was redirected the follow-up with a healthcare provider due to the upcoming system removal.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.